Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and 300 mg/dl. The customer reported that the reservoir compartment fell off lip ring fell off was working fine. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. Adv to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.